Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative tested the system and found the motion section would not boot up correctly. The medtronic representative believes that a stuck button was causing an enable signal preventing the system from booting up. RMA issued; replacement device shipped to site for issue resolution. On 12/9/2015 the medtronic representative replaced the pendant and performed a navigation system check-out, all areas passed. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during an imaging system demonstration the gantry door would open and close on its own after releasing the "door open" or "door close" button on the pendant. There was no patient present when this issue was identified.

Manufacturer narrative:
The motion enclosure was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The hardware investigation found that the reported event was related to an electrical hardware issue as evident on three of the returned remote pendants as follows: sn: (B)(4): the reported event was confirmed. Move enable is triggered unintentionally and the gantry door will open and close on its own after releasing the door open or close button on the pendant. Sn: (B)(4): the reported event was confirmed. Move enable is triggered unintentionally and the gantry door will open and close on its own after releasing the door open or close button on the pendant. The touchpad is bloated up near the e-stop button area. S/n (B)(4): the reported event was confirmed. Move enable is triggered unintentionally and the gantry door will open and close on its own after releasing the door open or close button on the pendant. The touchpad is bloated up near the gantry open/close buttons area. This issue is being resolved by a new revision of the pendant.